Manufacturer narrative:
Additional information:date of event.

Event description:
Additional information: patient had first raised concerns at the same time they received their botox injections. After the hylase treatment, the symptoms have resolved.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. Device history record found no significant anomalies. No deviations or non-conformance's were found.

Event description:
Healthcare professional reported reviewing a patient that was injected with juvéderm volbella with lidocaine in the lips by another injector. Patient also had a botox treatment to the glabella and frontalis 3 months later by the same injector. Patient came to the clinic on the following month with concerns of their results after the dermal filler to the lips. Patient said they had expressed concerns in the previous month, but there was no documentation of it. The patient was reviewed by the healthcare professional and the lips were found to be very uneven and lumpy. There are 4 visible and palpable lumps of the product n the upper lip which are unable to be massaged to evenly disperse the product. The product did not create the desired look. Patient will be hyalased within a week which was said to be necessary in order to prevent any permanent damage.